Event description:
Patient called (B)(6) stating she is having an allergic reaction to the bengal cage. Surgeon plans to explant. Revision surgery not scheduled as of yet. Patient requested information regarding the implant. IFU (instructions for use) will be sent to patient. Also needs a piece of the implant for testing. Suggested her doctor order that thru customer service. Patient has experience anaphylactic shock and has been on prednisone for 11 months

Manufacturer narrative:
The bengal cage was not returned for evaluation. A DHR review could not be conducted for this device as the lot number is unknown. Lot number was not provided. As a result, without the lot number, a review of the manufacturing records cannot be performed. No emerging trends were found requiring further actions. The root cause is deemed not necessary as there have been no device failures identified in this complaint file. No issues could have been identified during the manufacturing and release of this device as the lot number is unknown. A trend analysis was conducted. No further actions from trending analysis are required. Additionally, no product failures were identified and therefore this complaint file will be closed with no further action required. If the device is returned at a later date, then this complaint will be reopened and the sample will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.